Manufacturer narrative:
The customer replaced the motor controller (mc) pcba to address the reported problem. Failure investigation (fi) lab received the motor controller (mc) pcba for evaluation. Visual inspection of the returned mc pcba revealed no evidence of damage or contamination. Fi technician installed the mc pcba into the fi test ventilator. Operational test and pressure accuracy test was performed and no failures were identified. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause for the reported issue could not be determined due to no problem found.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Customer reported that the unit was giving error code message of pressure regulation high. Reportedly, customer stated that the event occurred twice and customer is seeking for guidance. The customer reported that the device was in clinical use at the time the reported issue was discovered; but there was no harm to the patient.

Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain patient information; however, there was no response. If information is received at a later date, this complaint will be re-opened and update accordingly.